Event description:
It was reported while using bd closed IV catheter nexiva¿ leakage at septum occurred. This occurred on 2 separate occasions, however, the patient had new IV inserted. The following information was provided by the initial reporter: IV inserted into patient and connected to ns 1 l bag - bolus started - patient immediately noted leaking from the IV and alerted the rn, the rn assessed the site and found the leaking was coming from the hub where the needle is removed, blood and IV fluid were leaking from this port. IV flow stopped and IV discontinues - the patient had to have their IV resited.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/27/2021. H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received one unopened unit, one used unit without the needle assembly, and two photos. During the visual examination of the used unit, it was observed that there was dried media between the canister and winged adapter which is not an expected occurrence in a properly functioning device. Microscopic examination revealed that the primary septum was not seat correctly which would have allowed leakage to occur. The reported defect was confirmed. The unused unit was visually inspected, and the primary septum was found to be seated correctly. The unused unit was also tested for leakage, but no leakage was observed. Based on the location of the damage to the used unit, the defect can be linked to the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd closed IV catheter nexiva¿ leakage at septum occurred. This occurred on 2 separate occasions, however, the patient had new IV inserted. The following information was provided by the initial reporter: IV inserted into patient and connected to ns 1 l bag - bolus started - patient immediately noted leaking from the IV and alerted the rn, the rn assessed the site and found the leaking was coming from the hub where the needle is removed, blood and IV fluid were leaking from this port. IV flow stopped and IV discontinues - the patient had to have their IV resited.